Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled remote transmission, the patient received a notifier for low impedance of the left ventricular lead. No intervention was reported and the patient was asymptomatic. The patient would be monitored.